Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their reservoirs were not working and because of that, their pump had been exposed to fluid. Their blood glucose was 490 mg/dl. The type of fluid that the pump was exposed to was insulin and they also received a no delivery alarm. During troubleshooting for pump exposed to fluid, the customer said that their reservoir had leaked. They stated that their pump had been exposed to fluid in the past with no moisture visible in the pump. After reviewing their alarm history, there were nine alarms today and six yesterday. The customer was assisted with performing the self-test and the pump passed. They stated that the fluid was in the reservoir compartment. The customer was advised to disconnect from the pump, remove the reservoir and to dry the reservoir with a lint free cloth or sterile gauze. They said the leak was passing both o-rings and that they had already completed troubleshooting. They declined troubleshooting for the no delivery alarm, high blood glucose and the occlusion. The customer was advised that the pump needed to be replaced. The insulin pump will be returning for analysis.

Manufacturer narrative:
No unexpected no delivery alarm during testing. Unit received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.